Event description:
A home pt contacted baxter's tech service ctr regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain of her automated peritoneal dialysis therapy. Reportedly, the homechoice machine was not competely primed prior to the home pt connecting to the homechoice machine. Baxter's tech service ctr assisted the home pt in ending the therapy early. Therapy was completed with new supplies. No pt injury or medical intervention was associated with this incident per the home pt's daughter.